Event description:
A refractive coordinator reports difficulty in maintaining suction ring vacuum and the pupil moved during treatment. Additional information indicated the pt interface was not adequately secured on the pt's eye even though the suction light was green. The surgeon was unable to lift the flap and the pt was sent home to heal. The surgeon stated the flap was too shallow and was just through the bowman's membrane. The surgeon will see the pt again in two months and at that point will decide on further treatment. The surgeon will not be providing any more information at this time.

Manufacturer narrative:
During the onsite investigation, the territory manager (tm) checked the vacuum pressures and flow rates. No problems were found. The tm checked the pt interface travel distance and weight applied. Again, no problems were found. The tm then performed a system verification to specifications. A root cause has not been identified. (B)(4).